Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report ------------------------------------------------------------------------------------------.

Event description:
The following was reported to hamilton medical ag: ¿ hamilton medical ag received the following incident description: the ventilator device didn¿t pass the self test during start up and the work interface could not be accessed. ¿ there is no patient involvement reported. ¿ there is no need for any medical intervention reported. ¿ neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
During the pre-operation inspection, the device failed the startup self-check and could not enter the working interface. No patient involvement. Since the device involved in this incident was repaired by a third-party maintenance company, the specific cause is unclear. Additionally, the incident occurred on (B)(6) 2023, and due to the time elapsed, the equipment department could not remember the exact fault when questioned by hamilton medical ag. We do not recommend repairs by third-party maintenance companies, as their repairs cannot be tested according to the manufacturer's standards, making it impossible to ensure compliance with factory standards, including electrical safety standards. This may pose potential risks in future use. We recommend that the hospital seek repairs from a hamilton-authorized maintenance company. This case is considered as closed.